Event description:
It was reported that a spectrum pump had had turned off. This occurred during set up/preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, 'powers off without user input' was reproduced. A review of the event history log 'powers off without user input' was confirmed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the rear case and the alternating current (ac) power adaptor by using known good unit. The rear case and the ac power adaptor were both required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.